Event description:
The ventilator was connected to a patient. The ventilators expiratory valve would not open. The customer reports that there was a loud popping noise. Alarms are unknown. There was no patient injury. The ventilator was removed from the patient. During the investigation, the reported problem could not be duplicated, however, the ventilator is giving a gas supply alarm even though the ventilator is delivering proper volumes and the displayed gas pressures are at air 3.2 bar and 02 3.4 bar.